Event description:
The needle comes with the wire in place, the needle is passed down ebus (endo bronchial ultra sound) bronchoscope, the wire is removed. Several passes in questionable tissue are made in order to achieve a sample for specimen. The needle is removed from the patient and ebus scope and the wire is re-inserted into the needle to expel the sample. In this instance, the wire would not re-insert without out great force. Usually this part of the procedure should take less than 30 seconds to re-advance the wire, and it took several minutes with multiple staff trying to advance. This also happened on the previous case - the staff went through 3 needles on the first procedure. All needles were from the same box with the same lot #.